Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error alarm, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received error and blank screen. Customer was able to clear alarm. Customer did not received rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.